Event description:
During an esophagogastroduodenoscopy (egd) procedure, a cook instinct endoscopic hemoclip was used to treat a stomach ulcer estimated to be 4 mm in size. The physician stated that the device rotated and opened okay but the clip would not release from the deployment device once closed onto the tissue. The technician tried to reopen the clip to release the clip but nothing happened. The clip was removed and another manufacturer¿s clip was used to complete the initial procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Unused devices from the following lot numbers were returned for evaluation: w3265799: mfg date 03/21/2013, exp date: 03/21/2016; w3239995 mfg date: 01/16/2013, exp date: 01/16/2016. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Regarding all unused devices: the devices were returned in sealed poches. An increase in resistance was observed in the movement of the drive wire once the clips were pulled halfway into the housing prior to deployment. The devices were advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Each clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore these devices functioned as intended. The device history records for the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instruct the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.